Manufacturer narrative:
There was no indication of a product problem. The investigation did not identify a product problem. The cause of the event could not be determined. There were no follow up/corrective actions. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction events. The event involved 1 patient with an erroneous result for hemoglobin a1c.